Event description:
While attempting to remove a blood culture bottle from instrument, the bottle broke. This resulted in a cut to the operator's left index finger, requiring medical intervention (6 stitches). Pt was put on oral dysoxicillin (oxicillin) due to the staph that was growing. Due to the bottle break there is no blood available to do a final ID of the staph. This treatment was based on the gram stain results. The customer is employed as a full time medical technologist in the lab. The incident happened at 6:25 am. The pt whose bottle broke is an end stage carcinoma pt. There is blood drawn to do an infectious disease work up, hbszab, hiv, htlv. No results.